Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a dental crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability.fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.